Manufacturer narrative:
Analysis: the device was received in a clear 10% formalin solution in a small specimen container within a 1.25-gallon device return kit. A visual examination of the returned device was performed upon receipt. A tear was observed on the outflow rail adjacent to the left cusp, and appeared to have occurred during explant. All leaflets were in the closed position. All leaflets were slightly stiff but flexible except where host tissue extends on the inflow. All leaflets appeared intact. A striation, or collagen band, lined the non-coronary cusp along the outflow margin of attachment. No other anomaly found on the leaflets. All commissures appeared intact. Remnants of glistening off-white pannus remained attached to the inflow margin of attachment extending onto the right and non-coronary cusp, showing evidence of a reduced inflow orifice area. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography showed no evidence of mineralization in the valve or host tissue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the impairment of leaflet mobility may have led to the reported regurgitation. Pannus overgrowth is associated with surgical valve replacement due to patient interaction and healing response with the surgical valve. Pannus overgrowth has been an inherent risk of surgical valve replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that five months post implant of this bioprosthetic valve, a post-operative follow-up echocardiogram showed moderate aortic insufficiency. The patient's symptoms included shortness of breath. Subsequently, the valve was explanted due to aortic insufficiency (ai). The surgeon stated it looked as if the non coronary leaflet was prolapsed, but the valve otherwise looked normal. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.